Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the lot number; therefore, the manufacture and expiration dates are unknown. However, it was reported that the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the bile duct during a dilation procedure performed on an unknown date. According to the complainant, during the procedure, the balloon become broken and would not inflate again. The procedure was completed with another maxforce biliary dilatation balloon. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.